Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the dexcom g6 sensor had expired, causing the ilet to prompt for manual bg entry. The user entered a finger stick bg of 321 mg/dl, replaced the sensor, and initiated warmup. No symptoms or medical intervention were required, and the event resolved.